Event description:
Additional information was received and it was reported that the patients stimulation had been turned down quite a bit and then slowly went up. It was reported that the patients setting was about 3 right now and it was working great, the patient was very pleased with it. The patients doctor was notified and everything has been taken care of now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient felt like she had to use the bathroom but was not able to go. The caller reported that if the patient leans forward she can squeeze maybe a little out. The caller stated that the patient's stomach had been hurting up towards her navel. The patient's stomach pain resolved after the patient took a pain pill. The caller reported that the patient's son had turned down stimulation last night but the patient's inability to use the bathroom did not resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.